Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products : item# 00632005032 liner 20 degree elevated rim 32 mm lot# 62661292, item# 73207 sulox, head, l, 32/+3.5, taper 12/14 lot# 270516, item# 0100551306 fitmore®, hip stem, uncemented, offset b (extended)/6, taper 12/14 lot# 2750338. Report source: foreign; (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03161.

Event description:
It was reported the patient underwent a revision procedure approximately 3 years post implantation due to pain, fracture of ceramic head and damage to cup and stem. Attempts have been made and additional information on the reported event is unavailable at this time.